Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 52 mg/dl. Customer other blood glucose value was 99 mg/dl and 72 mg/dl. The device will not be returned for analysis. Frn-reservoir, infst-unomedical.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4), per variance 5.

Event description:
The customer was reported via phone call that they were not using the auto mode feature on insulin pump at time of the high blood glucose event.